Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's boot-up failed. Review of the log file didn't confirm the reported malfunction. The cause of the failure analysis determined the ippc (image processing pc) failure and the failed component was determined to be hdd (hard disk drive) bay. The fse checked the system and found the ippc was faulty. The fse replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system boot up was failed. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc was faulty. The fse replaced the image processing pc which resolved the issue, and the device was returned to use in good working order.